Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed, and it was noted that the carton was damaged and open. It was also noted that the front of the pouch was damaged. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of flexicaps were damaged; further described as "the cap ripped through the plastic". There was no report of patient injury or medical intervention associated with this event. No additional information is available.